Event description:
It was reported that the screw is stripped on the controller. The controller was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller having a stripped screw was confirmed. The returned system controller (serial number (B)(6)) was observed to have a stripped screw on its backup battery cover upon arrival, the bottom of the screw was stripped. The system controller was functionally tested and was found to perform as intended; however, the controller¿s stripped screw was difficult to properly screw in and unscrew. The root cause of the damage to the controller¿s screw was unable to be conclusively determined. Stripped screws on the hm3 system controller are being addressed via a manufacturing analysis. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.